Event description:
A report was received that the patient fell causing the lead to migrate. During lead revision, it was noticed that a few contacts were popped off of the lead, and the wiring had stripped off of the tail of the lead. The lead was replaced, and the patient is reportedly doing well.